Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. When advancing the clip delivery system (cds) into the steerable guide catheter (sgc), a leak occurred in the cds. Air was aspirated from the three way stop cock valve. This issue occurred three separate times; therefore, the cds was removed and replaced. Two mitraclips were successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported leak. It is possible that the user technique of advancing the clip delivery system (cds) into the steerable guide catheter (sgc) contributed to the leak; however, this cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.